Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be made for the time being. The investigation will be continued as soon as new information is available.

Event description:
Ous MDR - it was reported that the patient died on (B)(6). Resuscitation measures were attempted. Ventricular fibrillation is considered a possible cause of death. Biotronik has, so far, not received any additional information on the cause of death. The device was not returned.